Event description:
Allegations of headaches, tingling and itching sensation along with a pinching feeling in left breast, weakness in left leg and difficulty rising from a chair. Pain in the left hip and knee, cramping of the calves, feet and hands at night, hypothyroidism, tinnitus in both ears, heartburn, dryness and itching of the skin, memory loss.